Event description:
Reporter reported a device that alarmed and shut down during a pt infusion with noradrenaline. The pt's systolic blood pressure dropped to 40 mmhg. Adrenaline, aramine, and a fluid bolus were given immediately prior to recommencement of initial infusion of noradrenaline. Although requested, no add'l info regarding the concentration and rate of the noradrenaline, and add'l info regarding the event were not provided.

Manufacturer narrative:
Evaluation summary: the another country technical service department completed the evaluation of the pump. The event history could not be downloaded because all battery power was gone. Corrosion was found on the user interface module (uim) and backlight boards and caused by fluid getting into the pump.